Manufacturer narrative:
D10: 02-010-01-0325 - lgc femoral ps cem right sz 2.5: 3905146. 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f/5t: 5356403. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 7 years and 10 months post the initial right total knee arthroplasty, the patient's tibial and patellar polys were revised due to wear. The patella poly showed more significant wear, with mild osteolysis of the bone. No bone graft required. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.